Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 100% stenotic lesion with calcification was located in the moderately tortuous left superficial femoral artery. The physician predilated the lesion with a 5.0x40mm sterling otw balloon catheter and then deployed a stent. The physician then advanced the 5.0x40mm sterling otw balloon catheter to the lesion to post dilate the stent and on the second inflation the balloon ruptured at 10atms. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device. Pt status is reported as "good".

Manufacturer narrative:
Device eval: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that would have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.